Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the customer stated the sureform 60 stapler would not engage or dock to the arm. The procedure was converted to open surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument would not engage or dock on the system therefore the surgeon did not want to wait to see if another stapler would work and decided to convert the case to open surgery. There were no complications or unexpected bleeding due to the conversion. The patient was able to tolerate the conversion without any injury. No troubleshooting was performed and the customer went right into open surgery. The procedure had just been started when the customer had the engagement issue with the stapler instrument. No post operative complications have been experienced by the customer. No video recording or patient demographics available.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Isi has requested for return of the sureform 60 stapler instrument for failure analysis evaluation. As of the date of this report, the instrument has not bee received. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the stapler sureform 60 instrument involved with this complaint to perform failure analysis. The instrument was analyzed, and the reported issue was confirmed but not replicated. Based on log review, the instrument was found to have multiple engagement failures, error code 22020, aux/action axis failures. The engagement failures were not replicated during in-house testing. The stapler sureform 60 instrument passed engagement 3 out of 3 times that it was installed on the in-house system with a cannula seal and an in-house drape installed. The instrument passed initialization and recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly, and the instrument clamped fired, and unclamped successfully. The instrument was fired with a sureform green 60 reload. A visual inspection was performed, and no damage was observed.